Event description:
Product analysis was completed on the returned serial adapter on 12/01/2016. External visual inspection identified no anomalies. Upon connecting to a known good wand and tablet, attempted interrogations could not be completed. A vns therapy error message appeared saying ¿unable to open the port: the system cannot find the file specified.¿ the cable¿s db9 hood was opened and revealed that the green data+ wire was no longer soldered on the serial cable pcb. After soldering the wire onto the pcb, all subsequent testing was completed successfully. No further anomalies were identified. The cause of the disconnected wire was determined to be mechanical stress.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vns programming system kept getting a ¿communication error¿ message. Some limited troubleshooting was performed by confirming that the wand battery was providing sufficient power. There was no vns generator present at the time to attempt further troubleshooting. A blue and white serial adapter cable was received by the manufacturer in relation to the reported issue. The product was returned for ¿not connecting.¿ product analysis of the suspect serial adapter cable is underway. Attempts to verify that the replacement cable resolved the communication issues have been unsuccessful to date.

Event description:
Follow up with the reporting facility showed that the communication issues were likely resolved with a replacement serial adapter cable. No additional pertinent information has been received to date.